Event description:
On (B)(6) 2009, the patient reported that she spilled a small amount of insulin in the cartridge compartment of her infusion device. She stated that she inserted the insulin cartridge into the infusion device without first attaching the adapter and infusion tubing. She was educated on the proper procedure. She stated that she dried the cartridge compartment with a cotton swab. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.